Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During pvi isolation in the left atrium, suddenly we noticed a drop in the arterial pressure. The physician stopped the ablation and through an echography of the heart he noticed that some fluid (blood) was present in the pericardium and therefore, it was concluded that cardiac tamponade had occurred. A pericardiocentesis was performed and 420ml was removed and then the patient was stable. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. Ablation index was used with the visitag. A transseptal puncture was not performed because the patient has a patent foramen ovale (pfo). Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. An irrigated catheter was used in the event and the flow setting was standard settings for sf. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure.